Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing was normal.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, when implanting the lead, it was not pacing. The lead was not used, and a new lead was implanted. The patient was discharged.